Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a bladder infection. The issue was not resolved at the time of the report. The patient began the trial on (B)(6). The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.